Event description:
After an implantation time of about (B)(6), a shock impedance of <20 ohms was reported. The date of implant was not provided. This lead was explanted and there were no adverse pt effects reported.